Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "the surgeon was implanting cannulated screws for and ankle fusion. He was implanting them by hand into the patient over the 3.2mm guide wire. The tip of the driver broke off in the t30 star drive recess for the screw. The fragment became stuck in the screw head. Using kelly clamps, he was able to pull the broken pieces of the driver tip out. We then explanted the screw to examine if the screw had become damaged or had any piece of the driver left in it, we were able to remove the fragmented driver tip from the patient and patient will be fine. This increased operative time as we had to search for and remove the broken piece of the driver."

Manufacturer narrative:
The reported event could be confirmed, since pictures of the device were provided: the tip of the screwdriver has broken and is separated from the shaft. However, the root cause of this breakage cannot be determined solely based on these images. Detailed views of the fracture face as well as a proper device inspection would have been necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the surgeon was implanting cannulated screws for and ankle fusion. He was implanting them by hand into the patient over the 3.2mm guide wire. The tip of the driver broke off in the t30 star drive recess for the screw. The fragment became stuck in the screw head. Using kelly clamps, he was able to pull the broken pieces of the driver tip out. We then explanted the screw to examine if the screw had become damaged or had any piece of the driver left in it. We were able to remove the fragmented driver tip from the patient and patient will be fine. This increased operative time as we had to search for and remove the broken piece of the driver.".